Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure and high impedance was found on his leads, the plan was to replace both leads, after removing old leads physician attempted to replace with new ones but due to patient anatomy was not able to replace the leads. Doctor is going to assess MRI and send out for a potential paddle replacement down the road. No further information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075047.